Event description:
It was reported that low pacing impedance and noise leading oversensing and episodes of inappropriate automatic mode switch were observed on the atrial lead. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated. The patient was stable and there were no adverse consequences.

Event description:
It was reported that low pacing impedance, noise leading to oversensing, and episodes of inappropriate automatic mode switch were observed on the atrial lead. Lead damage was suspected but was not confirmed visually. The atrial lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.